Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. The next day, one day postoperatively, the patient presented with mild diffuse lamellar keratitis (dlk) in the right (od) eye and grade 2-3 dlk on the left (os) eye. Three days later, a flap lift and rinse was performed os only. The patient was treated with topical steroids. The preoperative best corrected visual acuity (bcva) was 20/20 ou. The postoperative bcva 20/10 od and 20/15 os. The patient has responded to treatment and the dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
An intralase clinical applications specialist (cas) provided surgery support at this clinical facility in 2007, prior to this report, and found the system met all specifications. On 01/30/07 cas was informed by site of non-dlk inflammation. Cas discussed lowering energy settings with site and planned to visit site the week of 02/05/07. Cas' scheduled visit was rescheduled by the site for 02/22/07 and was also told instruments are sterilized by an outside company. On 02/09/07 the cas obtained patient information and found the event was dlk with a flap lift and rinse. On february 22, 2007 during site visit the cas found the site had reduced the energy settings as discussed earlier. Cas inspected the system and found it met all specifications and performed as intended. There have been no additional reports of dlk.